Event description:
It was reported that: "following induction of anaesthesia, despite more than three minutes of pre-oxygenation, pt desaturated rapidly. Trachea rapidly intubated successfully, but unable to ventilate lungs form anaesthesia machine due to failure of fresh gas supply. Anaesthetic machine had passed pre-use tests shortly before this pt."

Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in the follow up report.